Event description:
It was reported by dealer that the shoulder hex socket screw is broken off inside the base of the rpl450-1 lift. Dealer is stating that the screw is broken off into the base. Will need to replace the base and screw.